Event description:
During an in clinic follow-up, the device has a premature depletion of the device battery. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received with normal telemetry and output. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.